Event description:
A synchromed ii 8637-20 was implanted on (B)(6) 2007 and had worked well until approximately 2010 when patient started getting sick with extreme fatigue and then about a month later, he started experiencing overdoses, throwing up for 24 hours, had withdrawals that came once a month or every other month. Patient reported these symptoms to his pain doctor who just brushed it off saying that machines don't malfunction. Patient seeked help through his primary medical doctor because the symptoms were so terrible, we thought he had cancer. Patient was told at the beginning of this year that other patients were complaining of problems with the pump and will now replace the device and that there had been a recall. When asked if the device will be reported that it was malfunctioning, patient was told by his doctor that it is too much red tape and that he will just say that it was at end of life.